Manufacturer narrative:
The following functional tests were performed: the philips field service engineer (fse) went onsite and gathered logs and other information on a 05-sep-2025 issue where the wireless system went down at 1:09 pm. We found access points disconnecting do to a synchronization related issue. The system readjusted itself and stabilized after approximately 5 minutes. We could see the event in the various logs but could not establish the root cause. The system has been monitored for two weeks and has been working properly since. Philips will continue to monitor the system. Findings from the review have been provided to the customer. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The root cause could not be established. The system has been monitored for two weeks and has been working properly since. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that on the (B)(6) 2025 at 1:09 pm the wireless system went down. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigator is complete.